Event description:
The distributor reported on behalf of their customer that the l40b, 4.0 x 7.9mm bur,long,barrel,carbide for a211,a235 and u211, was being used during an unknown procedure on (B)(6) 23 when it was reported, ¿it was reported that this bur broke while cutting the acetabulum.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. Further assessment was requested, and the reporter advised that a fragment of the device fell into the patient and was retrieved using a forceps-like device. The procedure was completed as planned using a ¿backup bur¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The evaluation of the returned used device, item l40b found shaft was broken off. Critical dimensions were inspected per print l40b and could not find any discrepancies with machined bur. No defects were found through measurement or examination of the returned product. Suspect, excessive force (load) was used during the procedure. This is a technique dependent device and the most likely cause of this suspected failure is user related. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: prior to each use, ensure all accessories are correctly and complete attached and perform the required preoperative functional tests for the equipment and accessories. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the l40b, 4.0 x 7.9mm bur, long, barrel, carbide for a211, a235 and u211, was being used during an unknown procedure on (B)(6) 2023 when it was reported, "it was reported that this bur broke while cutting the acetabulum." There was no report of injury, medical intervention, or hospitalization for the patient or user. Further assessment was requested, and the reporter advised that a fragment of the device fell into the patient and was retrieved using a forceps-like device. The procedure was completed as planned using a ¿backup bur¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.